Event description:
The pt presented with subarachnoid hemorrhage, cause not disclosed. During embolization of a large opthalmic artery aneurysm, the polyfluoroethylene coating was noted to be flaking under the torque device. No pt complications were reported due to this event. No add'l info was rec'd stating the pt had expired, the cause and the date were not disclosed.

Manufacturer narrative:
Add'l info regarding the event was requested and the following was determine: it was reported that the pt expired post procedure but no other info regarding the death was provided. There were no anomalies noted to the packaging or device during preparation. There was no resistance encountered during the preparation and use of the device. The torque device was securely fastened onto the wire to prevent slippage of the torque device.